Event description:
It was reported that continuous glucose monitor displayed error and prevented normal sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance, confirmed error did not reappear, and successfully started new sensor session, with no further issues reported.